Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the balloon was torn. Vascular access was gained via the femoral artery. The 3.0x18mm, 90% stenosed, eccentric and progressive target lesion was located in the non-tortuous and non-calcified proximal left circumflex artery (lcx). As the 3.0x20mm promus element was loaded onto the non-bsc guide wire it would not advance and became stuck prior to entering the tuohy borst. The stent delivery system was removed from the wire and it was noted that there was a tear in the distal end of the device balloon. The procedure was completed with another 3.0x20mm promus element. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination identified that the stent moved proximally on the balloon 4mm from the distal markerband. The proximal edge of the stent was positioned over the proximal markerband and was slightly flared. The device was advanced over a 0.014inch guidewire with ease and the wire exited the exchanged port. The device was advanced through a tuohy borst of a 6f sheath with ease even though the stent was flared at the proximal end. No kinks or damage were noticed along the shaft of the device. The tip and balloon were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the balloon was torn. Vascular access was gained via the femoral artery. The 3.0x18mm, 90% stenosed, eccentric and progressive target lesion was located in the non-tortuous and non-calcified proximal left circumflex artery (lcx). As the 3.0x20mm promus element was loaded onto the non-bsc guide wire it would not advance and became stuck prior to entering the tohuy borst. The stent delivery system was removed from the wire and it was noted that there was a tear in the distal end of the device balloon. The procedure was completed with another 3.0x20mm promus element. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.